Event description:
During a central line insertion procedure on the (B)(6) female patient, the sheath of the micropuncture broke off in the patient toward the end of the procedure, as the sheath was being withdrawn. Approximately 1 and 1/4 inches of the distal sheath broke off, remaining within the body of the patient. It is not know where the fragment currently is in the patient's body. The patient will likely require an additional procedure due to this occurrence. However, at this time, the patient is not presently experiencing any adverse effects, other than having the fragment in their body.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. The complaint device was not returned for investigation. Quality control confirms that the surface of the catheter is smooth and clean, free of excessive dents and kinks. We are unable to determine a root cause of this event. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of quality engineering risk assessment, further risk reduction is not required.

Event description:
During a central line insertion procedure on the (B)(6) female patient, the sheath of the micropuncture broke off in the patient toward the end of the procedure, as the sheath was being withdrawn. Approximately 1 and 1/4 inches of the distal sheath broke off, remaining within the body of the patient. It is not know where the fragment currently is in the patient's body. The patient will likely require an additional procedure due to this occurrence. However, at this time, the patient is not presently experiencing any adverse effects, other than having the fragment in their body.

Manufacturer narrative:
(B)(4)

Event description:
During a central line insertion procedure on the (B)(6) female patient, the sheath of the micropuncture broke off in the patient toward the end of the procedure, as the sheath was being withdrawn. Approximately 1 and 1/4 inches of the distal sheath broke off, remaining within the body of the patient. It is not know where the fragment currently is in the patient's body. The patient will likely require an additional procedure due to this occurrence. However, at this time, the patient is not presently experiencing any adverse effects, other than having the fragment in their body.